Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. It was indicated that the device will not be returned for evaluation. Detailed product information was also not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a perforation, pericardial effusion (pe) leading to cardiac tamponade occurred. During an atrial fibrillation pulse field ablation procedure, a farawave ablation catheter was selected for use. The physician obtained access, mapped the right atrium and placed the coronary sinus catheter. Prior to transseptal, the patient was noted to be hypotensive. An effusion sweep was performed with intracardiac echocardiography (ice) and everything seemed normal. Then physician performed the transseptal puncture where it was noted that patient left atrium was small. A pre-map was performed and physician ablated with farawave 31mm catheter. The physician was having issues visualizing the guidewire when going in the left superior pulmonary vein (lspv). The next vein and posterior wall was ablated. The farawave catheter and sheath were withdrawn. The physician performed a sweep and then noticed that there was a significant effusion. A pericardiocentesis was performed and protamine was reversed. About 100 cc of fluid was removed. The patient was then transferred to a critical care unit and has since recovered successfully. The physician seemed to not know what caused the complication. Act was therapeutic. The patient is recovered and discharged. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the cardiac tamponade, pericardial effusion and hypotension is a known inherent risk of use of this device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Risk assessment: a risk review performed for the farawave device confirmed that the events of cardiac tamponade, pericardial effusion and hypotension are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: based on the information provided, the reported event of cardiac tamponade, pericardial effusion and hypotension is a known inherent risk of the farawave device. Cardiac tamponade, pericardial effusion and hypotension is an expected procedural complication addressed within the IFU for the farawave. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that a perforation, pericardial effusion (pe) leading to cardiac tamponade occurred. During an atrial fibrillation pulse field ablation procedure, a farawave ablation catheter was selected for use. The physician obtained access, mapped the right atrium and placed the coronary sinus catheter. Prior to transseptal, the patient was noted to be hypotensive. An effusion sweep was performed with intracardiac echocardiography (ice) and everything seemed normal. Then physician performed the transseptal puncture where it was noted that patient left atrium was small. A pre-map was performed and physician ablated with farawave 31 mm catheter. The physician was having issues visualizing the guidewire when going in the left superior pulmonary vein (lspv). The next vein and posterior wall was ablated. The farawave catheter and sheath were withdrawn. The physician performed a sweep and then noticed that there was a significant effusion. A pericardiocentesis was performed and protamine was reversed. About 100 cc of fluid was removed. The patient was then transferred to a critical care unit and has since recovered successfully. The physician seemed to not know what caused the complication. Act was therapeutic. The patient is recovered and discharged. The device is not expected to be returned for analysis (disposed).